Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation (polymer) was confirmed. The reported difficult to advance and difficult to remove could not be tested due to the device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on this evaluation, a potential product quality issue has been identified. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
It was reported that the procedure was to treat the right external iliac artery with heavy calcification and mild tortuosity. The command 18 guide wire was inserted into a non-abbott 6fr guiding catheter via an antegrade approach from the right common femoral artery (cfa). Resistance was noted during advancement with the guiding catheter and two short pieces of polymer were stuck to the insertion site of the guiding catheter. Subsequently, when the guide wire was removed via a retrograde approach from the right cfa, there was resistance with the guiding catheter and one long piece of polymer jacket came out. No polymer was removed from the patient and nothing remained in the patient. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. A non-abbott guide wire was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.